Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, brown particles, fluids. Leak test was performed and found opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side deflation. Device was explanted.